Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during the procedure, after pre-dilatation using a non-abbott dilatation catheter, a dissection occurred in the left anterior descending artery (lad). A 3.0x15 promus stent and a 3.0x8 promus stent were placed in the lad and a 3.5x18 promus was placed proximal across the bifurcation. After implantation of the 3.0x8 promus, the lad "shut down" due to thrombosis. The thrombosis was treated successfully with deployment of an unspecified stent. An attempt was made to place a 3.0x8 promus through the 3.5x18 promus; however, the stent struts of the 3.0x8 promus flared and the device could not be advanced. The 3.0 x 8 promus stent system was removed from the anatomy. No other devices were used and all stents were well positioned and apposed. No add'l info has been provided.

Manufacturer narrative:
(B) (4). Results and conclusions summation: in this case, there was no reported product deficiency. Thrombosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The two other promus stents (part, 1009541-08b, lot unk) and (part 1009542-18b, lot unk), indicated have been filed under the same MFR#.